Event description:
Patient was taken to the cardiac catheterization lab and during the procedure, a coronary dilatation catheter was used and once placed air was injected to inflate the balloon, however there was some device failure causing the air to leak outside the device causing an air embolism in the patient. FDA safety report ID# (B)(4).